Manufacturer narrative:
Common device name:system, test, automated antimicrobial susceptibility, short incubation. Initial reporter addr 1: (B)(6). PMA / 510(k)#: k020321 k040099 k131331. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): what result did the customer obtain from the bd product? Resistant to combination antibiotics. What result was the customer expecting to obtain (if different from the obtained result) susceptible to combination antibiotics. Was this a qc, validation, or proficiency test? Patient samples. Customer is reporting overcalling resistance to combo antibiotics.